Manufacturer narrative:
Correction to the initial emdr in h6 device codes.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture secondary and sensing at the most sensitive to lead dislodgement which resulted in patient experienced extracardiac nerve stimulation. Moreover, the patient experienced the stimulation while biking or laying down or sitting. The stimulation was confirmed pacing at the programmed output. This ra lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture secondary and sensing at the most sensitive to lead dislodgement which resulted in patient experienced extracardiac nerve stimulation. Moreover, the patient experienced the stimulation while biking or laying down or sitting. The stimulation was confirmed pacing at the programmed output. This ra lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the initial emdr in h6 device codes. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on the field report of muscle/pocket stimulation - a known medical risk for implanted pulse generator systems (pacemakers, defibrillators, rhythm therapy devices and associated cardiac leads).

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture secondary and sensing at the most sensitive to lead dislodgement which resulted in patient experienced extracardiac nerve stimulation. Moreover, the patient experienced the stimulation while biking or laying down or sitting. The stimulation was confirmed pacing at the programmed output. This ra lead was explanted and replaced with the same model. No additional adverse patient effects were reported.